Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The numbers did not appear on the screen and no beeps were heard. Nothing further was reported.